Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2017regarding a patient receiving unknown baclofen (dose and concentration unknown) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the patient was on his fourth pump, but device registration records indicated that the patient only had two pumps. It was noted that the patient's first pump was implanted in the stomach, but had been in a "bad place" and was pushing through the skin. The pump was reportedly repositioned from the front to the back area. It was confirmed that no new pump was implanted as a result of this event, and that the existing pump was repositioned. It was also noted that the patient thought there was another pump after that and prior to the current pump. No further complications were reported or anticipated.